Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. H.4. Device manufacture date: monitor: 05/15/2011, electrode belt: 11/16/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use. The response buttons were pressed earlier in the detection sequence but not immediately prior to the first treatment shock delivery. The response buttons functioned appropriately. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt rate above the treatment threshold. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of seven shocks. During the event, 1 appropriate shock was delivered. The patient was in a hospital and conscious at the time of the event. It was reported that the patient's wife was present for the inappropriate treatment event. The lifevest delivered three treatment shocks between 17:49:42 and 17:54:03 on (B)(6) 2017. The rhythm at the time of the treatments was svt between 180-200 bpm. The post-shock rhythm were atrial fibrillation (af) between 110-150 bpm with pvcs. A fourth treatment shock was delivered at 17:55:38. The rhythm at the time of the treatment was svt at 200 bpm. The post-shock rhythm was svt at 180 bpm. The fifth treatment shock was delivered at 17:56:08. The rhythm at the time of the treatment was svt at 200 bpm. The post-shock rhythm was af at 140 bpm. The sixth treatment shock was delivered at 17:56:32. The rhythm at the time of the treatment was svt at 200 bpm. The post-shock rhythm was vt at 270 bpm. A seventh treatment shock was delivered at 17:56:54. The rhythm at the time of the treatment shock was vt at 270 bpm. The post-shock rhythm was af at 60 bpm with pvcs. The final treatment shock was delivered at 17:58:39. The rhythm at the time of the treatment was svt at 170 bpm. The post-shock rhythm was af at 140 bpm. Svt rate above the treatment threshold contributed to the false detections. The patient reported that the response buttons were pressed, but did not work during the treatment event. Review of the downloaded software flag files indicates that the response buttons were pressed earlier in the detection sequence but not immediately prior to delivery of the first and second treatment shocks. The response buttons functioned appropriately. The patient remained in the hospital and continues to wear the lifevest.